Event description:
The pump was returned for investigation. Investigation revealed that the keypad cover was peeling and lifting below the ok keypad button. The keypad buttons were found to be unresponsive. The keypad cover was removed; the ok and down button key contacts were found to be inverted. No contamination was found under the key contacts. The keypad flex was found to be damaged. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the keypad cover was peeling and lifting below the ok keypad button. The keypad buttons were found to be unresponsive. The keypad cover was removed; the ok and down button contacts were found to be inverted. No contamination was found under the key contacts. The keypad flex was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.